Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the physician was not able to insert the guidewire into the left ventricular lead. The lead was not implanted and the patient was stable.

Manufacturer narrative:
The reported event of guidewire could not be inserted was not confirmed. A complete lead, without a guide wire was returned in one piece for analysis. Analysis found the sample guidewire was able to be inserted and removed without difficulty. Visual, electrical and curve inspections did not find any anomalies.